Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and ball pen point size bubbles were present in tubing. The customer¿s blood glucose level was 407 mg/dl at the time of incident. The customer¿s current blood glucose level was 212 mg/dl. The customer reported that the blood glucose level was over 250 mg/dl and before bed the blood glucose level was 119 mg/dl. The customer was treated with manual injection lantus and humalog. The customer¿s blood glucose level last checked was 279 mg/dl. The customer performed hp test and it did not pass. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08740 inches. No under delivery anomalies noted. No air bubbles noted during testing using a water fill test reservoir. Unit properly connected and calibrated to glucose sensor simulator. The high blood glucose alert functioned properly. Unit was received with minor scratches on case and minor scratches on lcd window.